Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: the customer reported "slight heart attack." Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of an issue with the adc device in the medwatch report and no indication that the customer required third-party diabetes related intervention. Additionally, it should be noted that the disease of diabetes itself is associated with certain risk factors, including an increased risk of myocardial infarction, and this risk increases with prolonged uncontrolled diabetes. There is no indication that a potential product issue with the sensor would have caused or contributed to a potential heart attack. There was no report of a death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: the customer reported "slight heart attack." Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of an issue with the adc device in the medwatch report and no indication that the customer required third-party diabetes related intervention. Additionally, it should be noted that the disease of diabetes itself is associated with certain risk factors, including an increased risk of myocardial infarction, and this risk increases with prolonged uncontrolled diabetes. There is no indication that a potential product issue with the sensor would have caused or contributed to a potential heart attack. There was no report of a death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.